Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan revealed that the talent graft material had disintegrated and a type iii fabric. The physician performed an open repair and partially explanted the stent graft. Another graft was then anastomosed to the talent stent graft that remained in the patient, resolving the event. No additional clinical sequelae were reported and the patient is fine.